Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the clinic for a generator exchange. Interrogation showed the right ventricular lead was fractured. The lead also had varying low voltage impedance and failure to capture. The patient was asymptomatic. The physician capped and replaced the lead on (B)(6) 2020. The patient was stable throughout.